Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had sensor reading issues and experienced high blood glucose level of 412mg/dl. The customer treated with insulin shot. Customer's blood glucose value was 412mg/dl at the time of the call. Customer stated that their sensor's sg value is largely different from their actual blood glucose level. Troubleshooting for sg and bg value was performed. Customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.